Event description:
It was reported, that the video system angle of the scope insertion port sometimes prevented the image from being displayed on the monitor. The issue occurred, during an unspecified diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we presume that the cause is corrosion of the video connector socket terminal. There is no basis that the defect is caused by misuse of the user nor was the defect caused by design. Olympus will continue to monitor field performance for this device.